Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with alerts for bigeminal rhythm detection. The patient was seen in the clinic on (B)(6) 2018 and his heart rate was skirting the boundary of ventricular tachycardia (vt) zone. The heart rate was constantly fluctuating between sinus and non sinus rhythm and therefore the device incorrectly diagnosed a bigeminy rhythm. There were no patient symptoms. Programming changes were discussed. The physician elected to not make any programming changes.